Manufacturer narrative:
(B)(6).

Event description:
It was reported the camera head lens integrated system is getting hot. It is currently unknown when this occurred relative to a procedure. Additional information will be reported as received.

Manufacturer narrative:
Complaint of overheating could not be reproduced. Product passed functional testing with no overheating or signal loss. Camera head temperature remained constant throughout burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.